Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218369992 was returned and analyzed. Visual inspection showed that the pebax tube was kinked at the metal shaft connection. The shaft has no kink. The tip and loop section were also intact. In conclusion, the reported tip/loop kink was not confirmed through testing. The mapping catheter did not fail the returned product inspection due to a tip/loop kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was removed from the packaging and before inserting into the balloon catheter a kink to the distal end was noted. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.